Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three device. The visual inspection of the returned products noted; that the obturators were not received. Two insufflation bulbs were received. Two devices had broken insufflation ports. The other device appeared intact. Pmv performed functional testing; the balloon was inflated, no leaks detected. The other two with the broken insufflation ports could not be tested due to the observed condition in which they were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken insufflation ports may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information :correction : if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three balloons had a failure while being inflated during a laparoscopic total extraperitoneal hernia repair. One would not inflate and two had the inflation port break. They opened a new balloon to complete the case. There was no patient injury.